Event description:
Received letter: urgent medical device recall. Quickset infusion sets mmt 396, lot 820093. Recalled product. Dose or amount: 3 boxes, frequency: every 3day, route: subcutaneously. 2 single pks, every 3day, subcutaneous. Dates of use: 2009. Diagnosis or reason for use: use with insulin pump. Event abated after use stopped: yes.